Manufacturer narrative:
G4: 25feb2020. B4: (B)(6)2020. The replaced front bezel assembly was returned for failure analysis. The reported complaint could not be duplicated during testing. No faults were found; therefore, the root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07mar2020. B4: (B)(6)2020. The replaced touchscreen was returned for failure analysis. The touchscreen was tested and no failures were identified. Customer complaint on the touchscreen failure was not verified. There was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Rec'd by MFR 12dec2019. Date rec'd by16dec2019. Updated: there was no patient involvement. Corrected: concomitant medical products removed. Additional information was received that there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported that the navigation ring is not moving and the touchscreen is not working. It is unknown if the ventilator was being used on a patient at the time of the reported event, however, the customer did not report any impact to patient care or therapy. The fse (field service engineer) evaluated the ventilator and could not duplicate the navigation ring malfunction but confirmed that the touchscreen was not responding. The fse also identified that the ventilator could not operate on battery. The fse replaced the front bezel, touchscreen and battery. The ventilator successfully passed performance specification testing after the repair was completed.